Event description:
Pt experienced pain after an anchor implanted in 2007, MRI revealed the anchor broke off at the eyelet. A revision surgery was done in 2008 to retrieve the loose anchor and suture, and additional anchor was implanted.